Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received an unspecified medication, dose and concentration also not provided, via an implantable pump. The patient¿s concomitant medications, medical history, and serial number of the pump were unobtainable. It was reported during normal use on (B)(6) 2017 the patient returned to the hospital because of the return of symptoms. The specific symptoms were not known. Troubleshooting/diagnostic testing included a pump interrogation which revealed a motor stall and the physician decided to replace the pump. The patient was admitted as an inpatient for the surgery of the pump replacement. The pump was explanted on ¿(B)(6) 2016¿(2017 as the event date was confirmed as (B)(6) 2017) and replaced. As reported, it was unknown if any environmental, external, or patient factors may have led or contributed to the event. At the time of this report the issue was reported as resolved and the patient¿s status was noted as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis identified residue in the motor gear train that contributed to the motor stall. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. The initial printout indicated the patient was receiving baclofen (1 ,900.0 mcg/ml at 691.3 mcg/day) and morphine (2,000.0 mcg/ml at 727.7 mcg/day).

Manufacturer narrative:
Updated date to (B)(6) 2017 instead a previously reported (B)(6) 2017. The pump was received on 20-mar-2017 in the geography, so the earliest possible aware date for the device information was 20-mar-2017.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # (B)(4). Additional review showed the correct manufacturing site was site # (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.